Event description:
It was reported that pump experienced malfunction alarms with code 12 occurring multiple times, without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement pump, ensuring it had updated software. Customer planned to use multiple daily injections as backup insulin therapy.